Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip, missing display window corner, cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir area was damaged and had crack. The customer¿s blood glucose level was 140 mg/dl. The insulin pump will be returned for analysis.